Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump received motor error and failed battery, rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had rejected new battery multiple times and one scratch was really deep. It was reported that during rewind slightly louder and also had motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm and rewind anomaly noted. The motor was tested outside of the device and passed. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and low battery alert noted. Device received with minor scratches on display window noted. No unexpected resetting time/date after changing battery noted. (B)(4).